Manufacturer narrative:
Additional information received and attached by ICU medical on 17-feb-2022. Issues were founding during testing ? No patient incident. Event problem and evaluation codes: updated.

Manufacturer narrative:
One cadd solis vip pump was returned for the evaluation of the reported issue. The device was received with no appearance of any physical damaged. A DHR, device history review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. The event log showed alarm evidence of the reported issue. To further investigate, a functional check test was performed. Customer's reported problem was duplicated. 41622 error code message was found in the pump's event history logs. This was most likely due to a damaged motor. The error code was cleared and damaged motor replaced.

Event description:
It was reported that solis vip ambulatory infusion pump error code 41622, pump won't activate. No patient or clinician injury.

Manufacturer narrative:
Other, one cadd solis vip pump was returned for the evaluation of the reported issue. The device was received with with no appearance of any physical damaged. A DHR, device history review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. The event log showed alarm evidence of the reported issue. To further investigate, a functional check test was performed. Customer's reported problem was duplicated. 41622 error code message was found in the pump's event history logs. This was most likely due to a damaged motor. The error code was cleared and damaged motor replaced.